Manufacturer narrative:
(B)(4). Physio-control advised the customer that their device was no longer under warranty and there are no repair options available. The customer has not returned the device to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device would not power on when the lid was opened. There was no report of any patient use associated with the reported issue.